Manufacturer narrative:
Component code: g01003. The complaint investigation was performed for observed falsely elevated results when compared to another method. The investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 02920e000 through abbottlink data. No customer returns were available. The historical performance of reagent lot 02920e000 was evaluated using world wide data from abbottlink for the routine assay. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02920e000 was within the established control limits. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer expressed concern regarding architect ipth patient results. They previously used the roche method and are now seeing an approximate (B)(4) increase in values with the architect method. The following patient examples were provided. (B)(4): architect ipth results were 263.8 pg/ml and 209.6 pg/ml. Cobas roche method was 170.6 pg/ml. (B)(4): architect ipth results were 96.6 pg/ml and 85.6 pg/ml. Cobas roche method was 66 pg/ml. (B)(4): architect ipth results were 236.2 pg/ml and 194.5 pg/ml. Cobas roche method was 141 pg/ml. No adverse impact to patient management was reported.